Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd stent wraps with struts raised and bunched. Deformation was evident to the distal tip . The guidewire lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a calcified lesion located in a mildly tortuous right coronary artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. No resistance was noted while advancing the device to the lesion. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning. The device was removed through the guide catheter. Another resolute integrity of the same size and lot was then used. Patient status post-procedure is alive with no injury.